Manufacturer narrative:
(B)(4). The reporter stated that after priming the line, the user did not clamp the extension set in addition to the roller clamp of the primary tubing, which resulted in the filter emptying out of the extension set and the fluid flowed onto the floor. Should additional relevant information become available, a supplemental report will be submitted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hospital was having issues clamping the connection of a clear link extension set. It is not known when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.